Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that two ar-3740sp double loaded knotless knee fibertak anchors experienced issues during use. Upon removing the inserter of the first ar-3740sp device, the anchor did not have the correct suture configuration. The two reducible, continuous looped sutures appeared not to have been ¿pre-converted,¿ which prevented the implant from functioning as intended. The first anchor was cut flush to the bone, and a second ar-3740sp device was implanted in the same manner, resulting in the same issue. This occurred during a distal biceps repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 31-dec-2025: two ar-3740sp double-loaded knotless knee fibertak anchors were implanted successfully. However, the sutures within the anchors were incorrectly constructed. The anchors were not removed and remain implanted. The sutures present in the anchors were utilized to complete the repair by tying knots. The case was delayed by approximately ten minutes, and no additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. The attached evidence photograph couldn't be opened because the file was corrupted.